Event description:
It was reported that prior to an unknown reason surgery an intermittence lead impedance data during threshold measurement was observed. The values at the first attempt of repositioning the lead did not improve positively, so the lead was repositioned a second time to a new position. High out of range pacing lead impedance with concordant cable break were then observed. The lead was fractured. The lead was removed and replaced without any inconveniences for the health and condition of the patient. It was also noted that twisting of the silicone sheath was seen.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.